Manufacturer narrative:
The investigation found that monaco® is calculating incorrect electron density (ed) information in specific situations. The dose calculation is also affected. It is possible that the forced electron density settings will be changed for some structures unintentionally and this can result in incorrect dose calculation. A field corrective action notice (fca-ims-0033) and was reported to the regulatory authorities on 4 september 2019. An important field safety notice (382-01-mon-015) was sent to all affected customers on 4 september 2019 which provides a work around to avoid the issue. A software patch to correct the issue is estimated to be released october 2019.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The investigation found that when using two specific workflows it is possible that the forced electron density could be turned off unintentionally.

Event description:
The customer reported an adapt to shape (ats) layering and density problem. Based upon the available information there has been no actual mistreatment.